Event description:
It was reported that two weeks after the radiologist placed the catheter, air bubbles were noticed in the arterial line. As a result, the renal physician surgically removed the catheter. Upon removal, the leak appeared to be located at the area of the hub/compression collar. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.